Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer did not mention any form of treatment for their blood glucose levels. The patient's blood glucose was 43 mg/dl at the time of the incident but the sensor read 159 mg/dl. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.